Manufacturer narrative:
*This event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable* medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
*This event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable*.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported that device never helped their symptoms. The patient was provided with a list of providers to remove their implant. Patient declined to be connected because they want to research the providers before making a decision. Additional information was received from the patient. They reported that the device quite working shortly after it was put in. When asked if device removal or replacement was planned they stated that only if the manufacturing representative or hcp who performed their surgery was paying for the device to be removed. Additional information was received from the patient. The reason for call was patient states the device never really helped their symptoms. Patient states they were told they could should call medtronic to see about getting the device removed. Patient also mentioned the battery only lasted months but couldn't remember when the device officially reached eos. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue. Patient states they are unsure if their managing doctor even practices medicine anymore. Agent will be sending physician listings to the patient and reviewed the role of the doctor vs. Medtronic representative. Additional information was received from the patient. They reported that patient states they received at letter and wanted to make sure mdt was not sharing any phi information with 3rd parties. Patient also provided answers to the following questions to the letter. The issue was not due to normal eos because it quit working very quickly. The issue was not yet resolved, they would like to have it removed but stated it shouldn't be at their expense. It never worked and it never corrected the problem. Patient asked what they are supposed to do now. Agent recommended following with their doctor to discuss having device removed. Agent warm transferred patient to drs to discuss phi and not sharing it with 3rd parties. Additional information was received from the patient. Patient stated that it did not help the symptoms while working and almost quit working when it was not close to a year. Patient also stated that they regret having the device. Patient went on to explain that it's been closed to 10 years now and they could not remember when it quit working but that it was not close to a year after they had it put in. Patient stated that they still have the device but would like to have it removed.